Event description:
Event description cpi received information that this transvenous defibrillation lead was capped because the proximal coil was damaged during repositiioning. The lead was being repositioned because the defibrillation thresholds were unacceptable. A new lead was implanted.